Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cycler and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette nor unusual noises emitted by the cycler during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s hospitalization for sepsis, respiratory failure (characterized by a low o2 saturation and cyanosis), and subsequent death. Per the pdrn, the patient¿s death was expected after the family withdrew care; given the patient poor status. Hospice is a concept for healthcare delivery to occur in those individuals dealing with life-limiting illness. Hospice focuses on providing comfort when a cure is no longer possible (3,4). The pdrn stated the patient¿s death was unrelated to pd therapy or use of the cycler or any other fresenius device, product or drug. Based on the totality of the information available, the liberty cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty cycler product deficiency or malfunction was associated with the serious adverse events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population (1,2). Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6)2019. On that date the clinic staff noticed the patient was becoming cyanotic with a drop in oxygen saturation, which did not develop during pd therapy. Later, the patient¿s pd treatment was initiated anyway but then it was medically decided the patient should be sent to the hospital and the patient¿s pd treatment was cancelled very early on. In the hospital the patient was found to be septic (cause unknown) and in respiratory failure requiring intubation. Due to the patient¿s poor status, the family withdrew life support and the patient expired later (B)(6) 2019. The nurse stated the cause of sepsis was not investigated in the hospital. It was reported the patient was not suspected to have peritonitis or any other pd related infection. The pd registered nurse (pdrn) reported that the patient¿s death was not related to pd therapy or the use of the cycler or any other fresenius device, drug, or product. There were no reported product issues in relation to the treatment. The patient was residing in a nursing home as she was in general poor health and could not perform pd therapy alone at home. The patient was having her pd treatments performed at the rehab.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6) 2019. On that date the clinic staff noticed the patient was becoming cyanotic with a drop in oxygen saturation, which did not develop during pd therapy. Later, the patient¿s pd treatment was initiated anyway but then it was medically decided the patient should be sent to the hospital and the patient¿s pd treatment was cancelled very early on. In the hospital the patient was found to be septic (cause unknown) and in respiratory failure requiring intubation. Due to the patient¿s poor status, the family withdrew life support and the patient expired later (B)(6) 2019. The nurse stated the cause of sepsis was not investigated in the hospital. It was reported the patient was not suspected to have peritonitis or any other pd related infection. The pd registered nurse (pdrn) reported that the patient¿s death was not related to pd therapy or the use of the cycler or any other fresenius device, drug, or product. There were no reported product issues in relation to the treatment. The patient was residing in a nursing home as she was in general poor health and could not perform pd therapy alone at home. The patient was having her pd treatments performed at the rehab. The hospitalization and death were reported during a follow up call for a complaint reported on (B)(6) 2019. The patient's cycler was replaced during that call and scheduled to arrive the same day. Upon follow up with the pdrn, it was confirmed that the patient had been using the new cycler for two treatments and at the time of the reported hospitalization and death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6) 2019. On that date the clinic staff noticed the patient was becoming cyanotic with a drop in oxygen saturation, which did not develop during pd therapy. Later, the patient¿s pd treatment was initiated anyway but then it was medically decided the patient should be sent to the hospital and the patient¿s pd treatment was cancelled very early on. In the hospital the patient was found to be septic (cause unknown) and in respiratory failure requiring intubation. Due to the patient¿s poor status, the family withdrew life support and the patient expired later (B)(6) 2019. The nurse stated the cause of sepsis was not investigated in the hospital. It was reported the patient was not suspected to have peritonitis or any other pd related infection. The pd registered nurse (pdrn) reported that the patient¿s death was not related to pd therapy or the use of the cycler or any other fresenius device, drug, or product. There were no reported product issues in relation to the treatment. The patient was residing in a nursing home as she was in general poor health and could not perform pd therapy alone at home. The patient was having her pd treatments performed at the rehab. The hospitalization and death were reported during a follow up call for a complaint reported on (B)(6) 2019. The patient's cycler was replaced during that call, the rn was advised to discontinue use of that cycler, and a replacement cycler was scheduled to arrive the same day on (B)(6) 2019. It is unknown what cycler was used during the reported events of hospitalization and death. The pd cycler was not returned for evaluation and the serial number was not provided. Attempts have been made to request additional information, however, to date a response has not been received.